Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime and excessive no delivery alarm and displacement test. Device received with intermittent button response due to moisture damage keypad trace. No button error alarm. Number does not ramp up on its own or scroll bar moving with no input. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. Customer stated when she replaced the battery the insulin pump alarmed button error. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. At the end of the call customer stated blood glucose was 197 mg/dl. The device was returned for analysis.